Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number v95659, and no non-conformances were identified. Manufacturing date: 06/17/2021, expiration date 05/31/2026.

Event description:
It was reported that during a sigmoid colectomy procedure that while attempting to do the distal transection with the green cartridge that once removed it was observed that only the outer edge of the staples deployed. Another green reload was used with the same outcome. The distal transection was then oversewn to complete this portion of the procedure. With a new stapler while attempting to do the proximal transection with a blue reload that the reload only deployed the outer edge of staples. A second blue reload was used with the same outcome. The proximal transection was then oversewn to complete this portion of the procedure. There were no adverse consequences for the patient. No devices are available for return.